Event description:
It was reported that the right ventricular (rv) lead thresholds had increased since the previous device check. No actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator, (B)(6) 2013; 407645 implantable pacing lead, (B)(6) 2012. (B)(4).